Event description:
The use by date on the test strip vial was a usable one while the date in the MFR's inventory system indicates product is expired. Reporter stated no actions were taken and no product was received as a result of the alleged report. A request was made for the return of the suspect product and replacement product was sent.